Event description:
The patient reported concerns regarding the accuracy of their teladoc health blood pressure monitor. The patient visited a first care urgent care due to readings on their teladoc health device. When comparing readings, the patient gave an example of the teladoc device reading 200/104, while the first care blood pressure reading was 135/80. The member did not clarify if this was done simultaneously or if the urgent care used a manual reading or an electronic device. The member verified that there were no air leaks and that they were following proper testing technique. No medical treatment was reported in connection with the inaccurate readings.

Manufacturer narrative:
A replacement device was sent to the member. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.